Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for removal of the device due to infection. No medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent ventral hernia repair with an unspecified bard/davol ventralight st. On (B)(6) 2016 - within months of the implant of the ventralight st had to be removed due to an infection. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and other damages. The patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has experienced mental and physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization and other damages due to the alleged defective ventralight st.